Manufacturer narrative:
Further information was requested, but not yet available.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available.

Event description:
New information received noted device was explanted and replaced on (B)(6) 2026. Patient was stable.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received with battery voltage above eri level. Analysis of field session record indicated normal functionality. Device had autocapture feature enabled and operated in high output mode at times. When automatic settings are programmed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing. Further analysis indicated normal device characteristics. Longevity assessment was performed based on average current and meets the projected longevity, indicating normal battery depletion.